Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the hcp failed to fire the skin stapler(jammed, not firing) in surgical operation". No patient harm or injury. The patient status is reported as "fine".

Event description:
It was reported that "the hcp failed to fire the skin stapler(jammed, not firing) in surgical operation". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one unit 528135 visistat 35r 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the first 3 staples appeared misaligned and there was an unformed staple sticking out of the distal tip of the device. The stapler was returned with the trigger partially engaged, and there were no signs of biological material on the device. The stapler was received with 35 staples left in the cartridge. A functional inspection was performed on the sample by attempting to fire staples from the returned stapler. Before engagement, the stuck staple was removed. Upon full engagement of the trigger, the staple misfired and released unformed. On the second attempt, no staple fired. On the third attempt, an unformed staple released. On the fourth attempt, no staple fired. On the fifth attempt, an unformed staple released. On the sixth attempt, an unformed staple released. On the seventh attempt, a staple was able to properly form and release. This was repeated 4 more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. The remaining staples were fired and were able to engage and close into the simulated skin. The device was disassembled and die casting anomalies were discovered on the forming tool. It appeared that the misalignment of the first 3 staples prevented it from firing properly. The source of the staple misalignment could not be conclusively determined. A non-conformance was opened by the manufacturing site to further investigate this issue. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was confirmed based upon the sample received. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.